Event description:
It was reported that the tracheostomy tube had a large air leak, which was evident when the patient attempted to speak. There was patient involvement and no adverse harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.